Event description:
Pt underwent coronary angioplasty. Following the ptca, the angioplasty balloon and wire were removed from the pt. The distal 14-15 inches of wire then "dropped off" the end of the wire.